Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the programming system " never worked to interrogate any of her pt's generators." Troubleshooting did not resolve the issue. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.